Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: investigation summary: according to the information received, "the surgeon was cutting large external fixation schanz screw 5.0 mm diameter and the tip of the cutter 388.72 broke." The product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that the boltcutter] has been broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the boltcutter would contribute to the complained device issue. Based on the investigation findings, the boltcutter has broken because of cause trace to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 388.720. Lot number: 5953p49 (wo# 18904032). Manufacturing site: tuttlingen. Release to warehouse date: 31-jul-2023. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was cutting a large external fixation schanz screw 5.0 mm diameter and the tip of the cutter broke. Fragments were generated and removed easily without additional intervention. Surgery was delayed due to the reported event, and the procedure was successfully completed.